Event description:
The customer reported that she changed the battery on her insulin pump and it reset without her wanting it to reset. The customer also stated that the insulin pump froze and she had to change the time and date, as that was reset as well. The customer mentioned that there were cracks on the insulin pump and that it had been dropped a couple times. She was advised to discontinue use and revert to a back-up plan. The customer's blood glucose was 181 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.